Event description:
It was reported that the patient was referred for a vns generator change in less than a year after implantation of the generator. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The generator was found to not be laser routed. Follow up with the surgeon's office revealed that the neurologist's office referred the patient for vns replacement as the patient had been seizure free for a year, recently had a seizure, and the vns was not working. Follow up with the neurologist's office revealed that the vns not working was a reference to not being able to communicate with the vns due to suspected complete battery depletion. The patient underwent vns generator replacement surgery. During attempts at product return, the facility stated that they will no longer return explants to the manufacturer. No additional relevant information has been received to date.